Manufacturer narrative:
Findings: all buttons function properly however, found corroded keypad traces during visual inspection. Pump received with normal operating currents. Pump was monitored and no unexpected failed battery test alarms occurred during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 160 mg/dl. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened and battery slot is aligned horizontally with pump. Customer was unable to test with new battery but after inserting same battery pump alarmed button error. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 160 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.